Event description:
Follow up information was received from the patient's physician that indicated that the atrial and left ventricular (lv) leads were not repositioned. The leads remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high defibrillation impedance. The lead remains in use. It was further reported that the atrial and left ventricular (lv) leads dislodged. An atrial and lv lead repositioning was planned and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead could not pace and was not sensing atrial activity. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.